Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. The analyst indicated that beginning on (B)(6) 2014, atrial pacing impedance measured high at 4047 ohms from a stable trend of 550 ohms. Impedance continues to read high and is variable. (B)(4).

Event description:
It was reported that the patient experienced fatigue and shortness of breath. It was indicated that the right atrial (ra) lead exhibited a sudden increase in threshold and impedance, as well as a loss of capture. A lead fracture was suspected but could not be confirmed by chest x-ray. The lead was capped and replaced. No further patient complications have been reported as a result of this event.